Event description:
Healthcare professional reported right side exchange from textured to smooth and deflated. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.5 device evaluation: visual analysis of the returned device identified fold creases, one linear opening and red particles in device inner/outer surface. A microscopic analysis and leak test were performed which identified one opening crease sharp and partial delamination of orientation dot. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening crease sharp in the side anterior assessed as fold flaw opening. -partial delamination of orientation dot assessed as adhesive failure.

Event description:
Healthcare professional reported right side exchange from textured to smooth and deflated. Device has been explanted.